Event description:
It was reported through a merlin.net transmission that the device had entered backup vvi mode. The patient was asymptomatic. A device download successfully restored normal function, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.